Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device's internal battery was replaced to address the issue.